Event description:
During or procedure, per thullium laser machine fired by itself. Upon entering room, laser machine had error code displaying, turned machine off then on but unable to erase code. Laser turned off and removed from room.